Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported event was confirmed during testing. Evaluation found the device was broken. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the cutting accessory broke during a micro endoscopic discectomy procedure. There was patient involvement; no patient impact.